Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). Tsc instructed the customer to replace the integrated multisensor technology (imt) sensor and x tubing. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse tightened the chassis grounds and back plane, reseated the imt interconnect cable at tower and sensor board. The cse also bleached port and port valve, replaced x-seal in rotary valve, replaced roller head on imt pump and x tubing, checked waste lines, adjusted vacuum rate up to 6.8, verified sample ultrasonics and probe alignment and replaced the sample syringe tip and diluent syringe tip. Diluent check and quality controls were run, resulting within range. It was discovered that the customer was centrifuging patient samples outside of the tube manufacturer specifications. The cause of the discordant, falsely low na, k and cl results is unknown. The cause of the sample being centrifuged outside of tube vendor specifications is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on one patient sample and discordant, falsely low na, and cl results were obtained on a second patient sample on a dimension exl with lm instrument. The discordant results were not reported to the physician(s). The samples were repeated on the same instrument, resulting higher. The samples were then tested for na on an alternate instrument, resulting higher. The corrected results from the alternate instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.